Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed; however the difficult to remove was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during un-packaging of a 3.5x15mm rx xience xpedition stent delivery system (sds), resistance was felt when being removed from the dispenser hoop and the proximal shaft was noted to be separated near the hub. The device was not used and there was no patient involvement. Another 3.5x15mm xience xpedition sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.